Manufacturer narrative:
Problem of needle detachment. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a capio standard device was used during an anterior repair and sacrospinous fixation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the needle of the capio suture detached and was found in the capio suturing device cage. The procedure was completed with another capio suturing device and capio suture. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned capio device revealed that the cage was bent. The carrier was actuated three times and it extended without any problem. However, it was actuated (deployed) three times with the suture and the needle does not enter in the slot. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a capio standard device was used during an anterior repair and sacrospinous fixation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the needle of the capio suture detached and was found in the capio suturing device cage. The procedure was completed with another capio suturing device and capio suture. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.